Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. The customer stated that the insulin pump rarely rewinds more than once per reservoir change, also had insulin pump error code and had to program all settings, resets date and time after battery change less than five minutes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, a21 alarm, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected a21 alarm anomalies noted. No unexpected rewind anomalies noted. No motor error alarm noted. Motor passed motor test. (B)(4).